Manufacturer narrative:
The maxi sky 440 ceiling lift was returned to the manufacturer's factory in magog, canada, for a detailed evaluation on february 12, 2025. The evaluation is ongoing, and the results will be provided upon the completion of the investigation.

Event description:
It was claimed that the short circuit of the ceiling lift resulted in melted, smoked casing and components inside the pump (signs of device burn). There was no patient involved. No injury was claimed.

Manufacturer narrative:
Date of event was estimated based on the awareness date. Unique identifier (UDI) was not provided as the device was manufactured in 2011. The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
The device will be returned to the manufacturer for a detailed investigation. The product return process is ongoing. More details will be provided in the next report.

Manufacturer narrative:
The investigation is still ongoing. Further information will be provided within next report.

Manufacturer narrative:
Maintenance records showed regular servicing, with no major issues reported in the last preventive maintenance (september 2024). The manufacturer decided to return the lift to the factory in magog, canada, for detailed investigation (returned on 12 february 2015, testing completed on 20 jun 2025). Visual inspection revealed substantial damage: the casing was melted, smoke residue was present throughout, and the pcba (printed circuit board assembly) was severely damaged. However, no melted or heavily damaged cables were observed. Although the precise conditions at the time of the event remain unclear¿including whether the lift was charging when the issue was observed and the state of the battery or charger¿the failure was most likely associated with the printed circuit board assembly (pcba) design. The pcba installed in the device was an earlier revision that included certain design characteristics which may have contributed to the claimed malfunction under specific conditions. The device had been in operation for approximately 13 years, which significantly increased the risk of component degradation and failure. In summary, the device did not meet specifications during the event, as its components were damaged due to a short circuit. There is no evidence that the lift was in use with a patient at the time of the incident. The complaint was decided to be reportable due to the short circuit of the ceiling lift, resulting in melted, smoked casing and components inside the lift (signs of device burn).

Event description:
It was claimed that the short circuit of the ceiling lift resulted in melted, smoked casing and components inside the lift (signs of device burn). There was no indication regarding patient involvement. No injury was claimed.